Event description:
Customer reported the motor was blocked. This is report 1 of 1 for # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the motor, lock and hose were defective. The motor failed temperature, rpm and was blocked. The device was repaired and returned to customer on (B)(4) 2012.